Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was saturated/blown sieve beds. Additional malfunctions were a clogged muffler, leaking at the tie wraps, and leaking at the hose clamps.